Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant products: 450cc mentor memorygel breast implant, catalog #3504501bc, serial number # (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was confirmed by a physician diagnosis. As a result, an explant is planned for (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 12/12/2019. The explant date had been changed from (B)(6) 2019 (originally reported) to (B)(6) 2019. When the device was explanted, bilateral prosthesis replacement with 500cc mentor memorygel breast implants was also performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 12/19/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 14, 2020. Device evaluation summary: during visual inspection, the sample was found to be ruptured, it was received in three pieces. Additionally, an anomaly was observed in the edges of the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant has been inside the patient. Creating wrinkles or folds should be avoided during implantation or other procedures, as it can result in a rupture at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).